Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This is 1 of 4 reports being filed for the same patient (reference 1825034-2017-00563 - 00566).

Event description:
It is reported that the patient underwent a knee revision due to loosening approximately 16 years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.